Manufacturer narrative:
Date of implant: exact date unknown, the stent was implanted in timeframe between(B)(6) 2014. Evaluation, results: root cause undetermined; inherent risk of procedure - death, occlusion, restenosis and dissection; no results available since no evaluation performed- device or procedural images not provided for review; no device returned. Evaluation, conclusion: inherent risk of procedure -death, occlusion, restenosis and dissection; unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
The patient had a resolute integrity drug eluting stent implanted. It is reported that within first 3 months post implant, the patient passed away. The physician commented that the artery restenosed/"clogged" and dissected. Autopsy results are currently unavailable.